Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had lot of air bubbles in her reservoir which leads to high blood glucose. The customer¿s blood glucose was unknown at the time of the incident. Offered to troubleshoot for high blood glucose and air bubbles but customer declined. Customer stated that caller does a set change. The reservoir will be returned for analysis.